Event description:
It was reported that the foley catheter fell out of the patient after six days of placement and a cut was found on the shaft while checking the catheter. Also stated that there was no balloon rupture or tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.